Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train. The motor stall was due to the shaft-bearing.

Event description:
It was reported that motor stalls began on (B)(6) 2015 and had recovered per telemetry/event logs. On (B)(6) 2015 a stall occurred at 0910 and recovered at 0923. Other stalls that were similar in nature also occurred. The patient believed that the theft detector system at a grocery store called (B)(6) or was causing the motor stall. The patient heard the pump alarm following entry to the store and did not hear his pump alarm at any other stores. It was believed that there was a plan in place for replacing the affected pump. The patient believes they are not receiving the proper therapy. The type of medication being delivered via the device system was morphine. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Event description:
It was later reported that the patient's pump was explanted. The pump logs revealed several motor stalls occurred starting nearly two months prior to the explant on (B)(6) 2015. The motor stalls always recovered. Their status at the time of the report was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4) implanted: (B)(6) 2010, product type: catheter. (B)(4).